Event description:
A home pt contacted baxter's tech service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/4 of her automated peritoneal dialysis therapy. Per initial report, the home pt disconnected from thee homechoice machine, did not press stop, the reconnected. Baxter's tech service ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.